Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was hospitalized twice and due to kinked inserted tubes. Customer did not provide further information on the hospitalization event. Three attempts were made to gather further information on the hospitalization. Customer is not returning the reservoir of analysis.